Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (04) large volume infusors leaked from inside the housing, where the balloon resides. This occurred during the release of compounded infusors. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between january 6, 2025 ¿ january 8, 2025. H11: four (4) devices were received for evaluation. A visual inspection was performed, and fluid inside the housing was observed. Functional testing was performed, and a leak from one side of the bladder crimp inside the housing was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variation within the raw material properties of the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.